Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber broke after 13,503 joules and 2:59 minutes of use. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.